Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level. The bg level was not provided, and the cause of the low bg is unknown. No troubleshooting was performed, and no additional information was provided. Customer was able to successfully resume insulin therapy.